Event description:
It was reported that far p-wave oversensing and oversensing noise was noted on the atrial lead via remote transmission. The patient presented to the clinic on (B)(6) 2022, and programming changes were made. The patient was stable.